Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had an unidentified ops failure. The device was not in use on a patient.

Manufacturer narrative:
Pr (B)(4) is being considered a duplicate of pr (B)(4) as the serial numbers are the same and the event was reported through two different sources. A product history review will be conducted when the investigation to pr (B)(4) has been completed. Please refer to pr (B)(4) for all case information.

Event description:
Pr (B)(4) is being considered a duplicate of pr (B)(4) as the serial numbers are the same and the event was reported through two different sources.

Manufacturer narrative:
(B)(4) was being considered a duplicate of (B)(4), but additional information was added, necessitating a follow-up report.

Event description:
It was reported to philips that the device's internal paddles are not reading ECG signal. The device was reported as being in use at the time of the event on a patient. However, the initial reporter confirmed answering the safety questions during service order initiation that there was no adverse patient impact.